Event description:
Initial reporter indicated that their (B) (4) handheld will turn on but the screen is frozen. The handheld contained (B) (4) programming software. Good faith attempts are being made for the product return.